Event description:
It was reported that electrogram (egm) review was requested for this implantable cardioverter defibrillator (ICD) system due to reported shocks. Upon review, three bursts of anti-tachycardia pacing (atp) and six shocks were delivered for conducted supraventricular tachycardia (svt) due to one undersensed atrial beat. It was noted that the previous beat was of a larger amplitude than the undersensed beat. The final shock resulted in the ICD recording a code 1005, indicative of a open circuit condition during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms detected on the right ventricular (rv) lead. Technical services (ts) reviewed troubleshooting options. The patient was seen in clinic, and the shock impedance measurement at that time was 93 ohms. This ICD system remains in service, however rv lead revision was recommended. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.